Event description:
The pump was returned to animas for evaluation. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the bolus button was found to be unresponsive. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 12/20/2011 with the following findings: the bolus button was found to be unresponsive. The button cover was removed and the plug was found to be misaligned. Unrelated to the event the display was found to be dim and the vibration motor was not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).